Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. The reporter stated that when the patient attempted to bolus for 30 grams of carbohydrates, the pump would not allow the bolus to be delivered. The reporter refused to complete troubleshooting for the issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: during investigation, the black box shows multiple instances of boluses cancelled due to occlusion. An ezcarb bolus for 30 grams of carbs performed successfully. The force sensor calibration test confirmed sensor is detecting correct force at 5lbs. There were no occlusions during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.